Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Faarwave catheter was selected for an unknown boston scientific pulse field ablation device. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st segment elevation. During a pulse field ablation atrial fibrillation procedure, the patient experienced st segment elevation. The procedure successfully completed using original method and/or device. There was no intervention, issue was remediated on its own. The patient fully recovered. The device return is unknown.

Manufacturer narrative:
Correction to device code from a26: insufficient information to a24: adverse event occurred without identified device or use problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The farawave catheter was selected for an unknown boston scientific pulse field ablation device. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st segment elevation. During a pulse field ablation atrial fibrillation procedure, an farawave catheter was selected for use. The patient experienced st segment elevation. The procedure successfully completed using original method and/or device. There was no intervention, issue was remediated on its own. The patient fully recovered. The device return is unknown.